Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a middle ear infection. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, may 15, 2015.

Manufacturer narrative:
This report is filed july 6, 2015.